Manufacturer narrative:
Investigation of this complaint found that a use error occurred at 16:22pm on (B)(6) 2016, when a user affirmed in the instrument software that the reagent concentration in bottle 12 (ipa) was to be set to default value of 100% during execution of the "factory 12 hr xylene free" protocol started in retort a at 16:20pm on (B)(6) 2016. The actual ethanol concentration in bottle 12 (ipa) remained unchanged at 96.5%, because bottle 12 (ipa) had been removed from the instrument for 39 seconds, which is not sufficient time to replace the reagent. As the "factory 12 hr xylene free" protocol was in progress when this incorrect user action occurred, the reagent in bottle 12 (ipa) was used for the fourth of seven dehydration/clearing steps in this protocol as scheduled. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 12 was then used for the final dehydration/clearing step of the "factory 8 hr xylene free" protocol started in retort b at 19:00pm on (B)(6) 2016. The quality of tissue processing from this protocol would not have been adversely impacted as the ipa concentration in bottle 12 would have remained above the minimum final reagent threshold of 95% bottle 12 (ipa) was subsequently used for the final dehydration/clearing step of both the "factory 12 hr xylene free" protocol started in retort a at 13:03pm on (B)(6) 2016 and the "factory 8 hr xylene free" protocol started in retort b at 13:03pm on (B)(6) 2016, from which the sub-optimally processed tissue was reported by the complainant. Following execution of the two (2) protocols on (B)(6) 2016, the ipa concentration in bottle 12 would have dropped below the minimum final reagent concentration threshold of 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during the execution of both the "factory 12 hr xylene free" protocol started in retort a at 13:03pm on (B)(6) 2016, which completed at 06:30am on (B)(6) 2016; and the "factory 8 hr xylene free" protocol started in retort b at 13:03pm on (B)(6) 2016, which completed at 07:30am on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 16:22 pm on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 12 (ipa) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that approximately 90 tissue samples, which had been processed in a protocol run in each of retort a and b, were "dry, brittle and crumbling." On 30 december 2016, leica biosystems received information that all cases for which sub-optimal tissue processing had been reported, were diagnosable.